Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty sdi (serial digital interface) cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that there was a serial digital interface cable (sdi) connected from the cv-190 to the monitor. The customer replaced the sdi cable and was able to obtain image. Per the customer request, tac provided part number hdvc-25-1 for the 25' sdi cable and transferred the call to pricing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center was unable to display the image on the monitor. There was no patient harm or user injury reported due to the event.